Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with hyperglycemia. The patient's blood glucose levels reached 456 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include uti (urinary tract infection), septic shock and chest pain. The patient was treated with fluids, antibiotics, and saline solution/long acting insulin. The patient was temporarily placed on injections but the plan is to resume use of the omnipod when he is discharged. The patient was still at the hospital. The pod was worn when seeking medical attention.